Manufacturer narrative:
The nurse on site declined to provide the patient identifier and age. RMA issued. Replacement computer shipped (B)(4) 2012. The suspect computer passed all testing with no problem found, fully functional. System logs have been received by the manufacturer; evaluation finds the computer upgrade will increase the performance of the software. The software is functioning as designed.

Event description:
A medtronic ent representative reported that during an ent procedure, the fusion navigation system became unresponsive. The system was turned off and re-booted. They returned to navigation and experienced a second lack of response. The surgeon opted to continue using the system to complete the procedure with navigation. There was no impact to the patient reported.